Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"), uterine haemorrhage ("abnormal uterine bleeding.") And pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 25-year-old female patient (gravida 3, para 3) who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on 6-may-2014. The patient's concurrent conditions included pelvic adhesions, bipolar disorder and depression. Concomitant products included levonorgestrel (mirena). In march 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder prolapse ("bladder prolapse"), urinary tract infection ("urinary tracts infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In march 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy (full) with unilateral salpingectomy (left side removal of fallopian tube and uterus)), surgery (hysterectomy (full) with unilateral salpingectomy (left side removal of fallopian tube and uterus)) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, uterine haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, vaginal haemorrhage, menorrhagia, bladder prolapse, urinary tract infection, dysmenorrhoea, vaginal discharge and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered back pain, bladder prolapse, dysmenorrhoea, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in mar2011 received information of difficulty placing adiana device on left (bent device),essure placed. Do you allege that essure caused birth defects? Yes. This case was linked with baby case 2018-141763. Diagnostic results: on (B)(6) 2011, hysterosalpingogram showed unilateral occlusion (left tube occluded) and other (right side not seen). Concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage(confirming genital hemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"), uterine haemorrhage ("abnormal uterine bleeding.") And pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 25-year-old female patient (gravida 3, para 3) who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014. The patient's concurrent conditions included pelvic adhesions, bipolar disorder and depression. Concomitant products included levonorgestrel (mirena). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder prolapse ("bladder prolapse"), urinary tract infection ("urinary tracts infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy (full) with unilateral salpingectomy (left side removal of fallopian tube and uterus)), surgery (hysterectomy (full) with unilateral salpingectomy (left side removal of fallopian tube and uterus)) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, uterine haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, vaginal haemorrhage, menorrhagia, bladder prolapse, urinary tract infection, dysmenorrhoea, vaginal discharge and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered back pain, bladder prolapse, dysmenorrhoea, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in (B)(6) 2011 received information of difficulty placing adiana device on left (bent device),essure placed. Do you allege that essure caused birth defects? Yes. This case was linked with baby case (B)(4). Diagnostic results: on (B)(6) 2011, hysterosalpingogram showed unilateral occlusion (left tube occluded) and other (right side not seen). Concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage(confirming genital hemorrhage). Most recent follow-up information incorporated above includes: on 6-jul-2018: new pfs received- new events added: pregnancy with contraceptive device, device ineffective. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"), uterine haemorrhage ("abnormal uterine bleeding.") And pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 25-year-old female patient (gravida 3, para 3) who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014. The patient's concurrent conditions included pelvic adhesions, bipolar disorder, depression, loss of interest, bleeding genital and asthma. Concomitant products included levonorgestrel (mirena). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder prolapse ("bladder prolapse"), urinary tract infection ("urinary tracts infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy (partia) with unilateral salpingectomy (left side removal of fallopian tube and uterus)), surgery (hysterectomy (partia) with unilateral salpingectomy (left side removal of fallopian tube and uterus)) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, uterine haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, vaginal haemorrhage, menorrhagia, bladder prolapse, urinary tract infection, dysmenorrhoea, vaginal discharge and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered back pain, bladder prolapse, dysmenorrhoea, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in (B)(6) 2011 received information of difficulty placing adiana device on left (bent device),essure placed. Do you allege that essure caused birth defects? Yes. This case was linked with baby case (B)(4). Diagnostic results: on (B)(6) 2011, hysterosalpingogram showed unilateral occlusion (left tube occluded) and other (right side not seen). On (B)(6) 2016: gross description: a silver coiled metallic spring is identified in the intramural portion of the left fallopian tube. The attached right fallopian tube is a short stump, 3.5 cm long without discernible fimbriae at the end. It is purple and 0.5 cm in diameter. Cross sections do not demonstrate any evidence of a coiled spring within the tubal lumen concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage(confirming genital hemorrhage), failed essure, intrauterine pregnancy, pelvic pain, back pain, abdominal pain, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding.") In a 25-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic adhesions. Concomitant products included levonorgestrel (mirena). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder prolapse ("bladder prolapse"), urinary tract infection ("urinary tracts infections") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full) with unilateral salpingectomy (left side removal of fallopian tube and uterus). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, uterine haemorrhage, vulvovaginal pain, vaginal haemorrhage, menorrhagia, bladder prolapse, urinary tract infection, dysmenorrhoea, vaginal discharge and back pain outcome was unknown. The reporter considered back pain, bladder prolapse, dysmenorrhoea, genital haemorrhage, menorrhagia, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in (B)(6) 2011 received information of difficulty placing adiana device on left (bent device),essure placed. Diagnostic results: on (B)(6) 2011, hysterosalpingogram showed unilateral occlusion (left tube occluded) and other (right side not seen). Concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage(confirming genital hemorrhage). Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: new event: uterine haemorrhage was added. Reporter updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 25-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014. The patient's concurrent conditions included pelvic adhesions, bipolar disorder, depression, loss of interest, bleeding genital and asthma. Concomitant products included levonorgestrel (mirena) from (B)(6) 2009 for contraception, cramp in lower abdomen and menorrhagia as well as salbutamol (albuterol hfa) since (B)(6) 2012. In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder prolapse ("bladder prolapse"), urinary tract infection ("urinary tracts infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). In (B)(6) 2016, the patient experienced genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding."), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), uterine scar ("when her surgeon did her hysterectomy he said there was a awful lot of scar tissue to the point her uterus ") and bladder pain ("scar tissue removed cause when the nurse did her bladder scan it hurt badly") and was found to have weight increased ("her belly balloned up again"). The patient was treated with surgery (hysterectomy (partia) with unilateral salpingectomy (left side removal of fallopian tube and uterus)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, uterine haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, vaginal haemorrhage, menorrhagia, bladder prolapse, urinary tract infection, dysmenorrhoea, vaginal discharge, back pain, weight increased, uterine scar and bladder pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered back pain, bladder pain, bladder prolapse, dysmenorrhoea, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, uterine perforation, uterine scar, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2011 received information of difficulty placing adiana device on left (bent device),essure placed. Do you allege that essure caused birth defects? Yes. This case was linked with baby case (B)(4). On (B)(6) 2016: gross description: a silver coiled metallic spring is identified in the intramural portion of the left fallopian tube. The attached right fallopian tube is a short stump, 3.5 cm long without discernible fimbriae at the end. It is purple and 0.5 cm in diameter. Cross sections do not demonstrate any evidence of a coiled spring within the tubal lumen concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage(confirming genital hemorrhage), failed essure, intrauterine pregnancy, pelvic pain, back pain, abdominal pain, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: case (B)(4) are duplicated of each other. This was a retention case. All the information has been transferred from both deletion case (B)(4) to this case. Social media received event "her belly ballooned up again" was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / other coil in my uterus') in a 25-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6)2014. The patient's medical history included degenerative disc disease (it is genetics). Concurrent conditions included pelvic adhesions, bipolar disorder, depression, loss of interest, bleeding genital and asthma. Concomitant products included levonorgestrel (mirena) from (B)(6)2009 to (B)(6)2009 for contraception, cramp in lower abdomen and menorrhagia as well as salbutamol (albuterol hfa) since (B)(6)2012. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder prolapse ("bladder prolapse"), urinary tract infection ("urinary tracts infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6)2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). In (B)(6)2016, the patient experienced genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding."), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), uterine scar ("when her surgeon did her hysterectomy he said there was a awful lot of scar tissue to the point her uterus"), bladder pain ("scar tissue removed cause when the nurse did her bladder scan it hurt badly"), loss of libido ("decreased sex drive"), incontinence ("incontinence"), alopecia ("hair loss"), headache ("headaches"), weight loss poor ("I can't seem to lose anymore weight") and dyschezia ("bowel movement pain") and was found to have weight increased ("her belly ballooned up again / gained about ten lbs / gained a lot of weight"). The patient was treated with naproxen, paracetamol (tylenol) and surgery (hysterectomy (partia) with unilateral salpingectomy (left side removal of fallopian tube and uterus)). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, genital haemorrhage, uterine haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, vaginal haemorrhage, menorrhagia, bladder prolapse, urinary tract infection, dysmenorrhoea, vaginal discharge, back pain, weight increased, uterine scar, bladder pain, incontinence, weight loss poor and dyschezia outcome was unknown, the loss of libido and headache had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, back pain, bladder pain, bladder prolapse, dyschezia, dysmenorrhoea, genital haemorrhage, headache, incontinence, loss of libido, menorrhagia, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, uterine perforation, uterine scar, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased and weight loss poor to be related to essure. The reporter commented: on (B)(6)2011 received information of difficulty placing adiana device on left (bent device),essure placed. Do you allege that essure caused birth defects? Yes. This case was linked with baby case (B)(4). On (B)(6)2016: gross description: a silver coiled metallic spring is identified in the intramural portion of the left fallopian tube. The attached right fallopian tube is a short stump, 3.5 cm long without discernible fimbriae at the end. It is purple and 0.5 cm in diameter. Cross sections do not demonstrate any evidence of a coiled spring within the tubal lumen. Concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage(confirming genital hemorrhage), failed essure, intrauterine pregnancy, pelvic pain, back pain, abdominal pain, abnormal uterine bleeding. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 25-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014. The patient's medical history included degenerative disc disease (it is genetics). Concurrent conditions included pelvic adhesions, bipolar disorder, depression, loss of interest, bleeding genital and asthma. Concomitant products included levonorgestrel (mirena) from 18-jun-2009 to 2-sep-2009 for contraception, cramp in lower abdomen and menorrhagia as well as salbutamol (albuterol hfa) since (B)(6) 2012. In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder prolapse ("bladder prolapse"), urinary tract infection ("urinary tracts infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). In (B)(6) 2016, the patient experienced genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding."), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), uterine scar ("when her surgeon did her hysterectomy he said there was a awful lot of scar tissue to the point her uterus "), bladder pain ("scar tissue removed cause when the nurse did her bladder scan it hurt badly") and loss of libido ("decreased sex drive") and was found to have weight increased ("her belly ballooned up again"). The patient was treated with surgery (hysterectomy (partia) with unilateral salpingectomy (left side removal of fallopian tube and uterus)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, uterine haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, vaginal haemorrhage, menorrhagia, bladder prolapse, urinary tract infection, dysmenorrhoea, vaginal discharge, back pain, weight increased, uterine scar and bladder pain outcome was unknown and the loss of libido had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered back pain, bladder pain, bladder prolapse, dysmenorrhoea, genital haemorrhage, loss of libido, menorrhagia, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, uterine perforation, uterine scar, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2011 received information of difficulty placing adiana device on left (bent device),essure placed. Do you allege that essure caused birth defects? Yes. This case was linked with baby (B)(4). On (B)(6) 2016: gross description: a silver coiled metallic spring is identified in the intramural portion of the left fallopian tube. The attached right fallopian tube is a short stump, 3.5 cm long without discernible fimbriae at the end. It is purple and 0.5 cm in diameter. Cross sections do not demonstrate any evidence of a coiled spring within the tubal lumen. Concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage(confirming genital hemorrhage), failed essure, intrauterine pregnancy, pelvic pain, back pain, abdominal pain, abnormal uterine bleeding. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. Event: decreased sex drive were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / other coil in my uterus') in a 25-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014. The patient's medical history included degenerative disc disease (it is genetics). Concurrent conditions included pelvic adhesions, bipolar disorder, depression, loss of interest, bleeding genital and asthma. Concomitant products included levonorgestrel (mirena) from (B)(6) 2009 to (B)(6) 2009 for contraception, cramp in lower abdomen and menorrhagia as well as salbutamol (albuterol hfa) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder prolapse ("bladder prolapse"), urinary tract infection ("urinary tracts infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). In (B)(6) 2016, the patient experienced genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding."), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), uterine scar ("when her surgeon did her hysterectomy he said there was a awful lot of scar tissue to the point her uterus"), bladder pain ("scar tissue removed cause when the nurse did her bladder scan it hurt badly"), loss of libido ("descreased sex drive"), incontinence ("incontinence"), alopecia ("hair loss"), headache ("headaches"), weight loss poor ("I can't seem to lose anymore weight") and dyschezia ("bowel movement pain") and was found to have weight increased ("her belly balloned up again / gained about ten lbs / gained a lot of weight"). The patient was treated with naproxen, paracetamol (tylenol) and surgery (hysterectomy (partia) with unilateral salpingectomy (left side removal of fallopian tube and uterus)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, uterine haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, vaginal haemorrhage, menorrhagia, bladder prolapse, urinary tract infection, dysmenorrhoea, vaginal discharge, back pain, weight increased, uterine scar, bladder pain, incontinence, weight loss poor and dyschezia outcome was unknown, the loss of libido and headache had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, back pain, bladder pain, bladder prolapse, dyschezia, dysmenorrhoea, genital haemorrhage, headache, incontinence, loss of libido, menorrhagia, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, uterine perforation, uterine scar, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased and weight loss poor to be related to essure. The reporter commented: on (B)(6) 2011 received information of difficulty placing adiana device on left (bent device),essure placed. Do you allege that essure caused birth defects? Yes. This case was linked with baby case (B)(4). On (B)(6) 2016: gross description: a silver coiled metallic spring is identified in the intramural portion of the left fallopian tube. The attached right fallopian tube is a short stump, 3.5 cm long without discernible fimbriae at the end. It is purple and 0.5 cm in diameter. Cross sections do not demonstrate any evidence of a coiled spring within the tubal lumen. Concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage(confirming genital hemorrhage), failed essure, intrauterine pregnancy, pelvic pain, back pain, abdominal pain, abnormal uterine bleeding. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events added - "hair loss", "headaches", "I can't seem to lose anymore weight"; treatment drugs added; reporter added. On 23-mar-2020: social media received: bowel movement pain and reporter information were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / other coil in my uterus') in a 25-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014. The patient's medical history included degenerative disc disease (it is genetics). Concurrent conditions included pelvic adhesions, bipolar disorder, depression, loss of interest, bleeding genital and asthma. Concomitant products included levonorgestrel (mirena) from (B)(6) 2009 to (B)(6) 2009 for contraception, cramp in lower abdomen and menorrhagia as well as salbutamol (albuterol hfa) since (B)(6) 2012. In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder prolapse ("bladder prolapse"), urinary tract infection ("urinary tracts infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). In (B)(6) 2016, the patient experienced genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding."), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), uterine scar ("when her surgeon did her hysterectomy he said there was a awful lot of scar tissue to the point her uterus"), bladder pain ("scar tissue removed cause when the nurse did her bladder scan it hurt badly"), loss of libido ("decreased sex drive") and incontinence ("incontinence") and was found to have weight increased ("her belly ballooned up again"). The patient was treated with surgery (hysterectomy (partia) with unilateral salpingectomy (left side removal of fallopian tube and uterus)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, uterine haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, vaginal haemorrhage, menorrhagia, bladder prolapse, urinary tract infection, dysmenorrhoea, vaginal discharge, back pain, weight increased, uterine scar, bladder pain and incontinence outcome was unknown and the loss of libido had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered back pain, bladder pain, bladder prolapse, dysmenorrhoea, genital haemorrhage, incontinence, loss of libido, menorrhagia, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, uterine perforation, uterine scar, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2011 received information of difficulty placing adiana device on left (bent device),essure placed. Do you allege that essure caused birth defects? Yes. This case was linked with baby (B)(4). On (B)(6) 2016: gross description: a silver coiled metallic spring is identified in the intramural portion of the left fallopian tube. The attached right fallopian tube is a short stump, 3.5 cm long without discernible fimbriae at the end. It is purple and 0.5 cm in diameter. Cross sections do not demonstrate any evidence of a coiled spring within the tubal lumen. Concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage(confirming genital hemorrhage), failed essure, intrauterine pregnancy, pelvic pain, back pain, abdominal pain, abnormal uterine bleeding. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event incontinence added. On 23-mar-2020: social media content received: reporter added. Fu 15 and 16 were processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder prolapse ("bladder prolapse"), urinary tract infection ("urinary tracts infections") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full) with unilateral salpingectomy (left side removal of fallopian tube and uterus)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, vulvovaginal pain, vaginal haemorrhage, menorrhagia, bladder prolapse, urinary tract infection, dysmenorrhoea, vaginal discharge and back pain outcome was unknown. The reporter considered back pain, bladder prolapse, dysmenorrhoea, genital haemorrhage, menorrhagia, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in mar2011 received information of difficulty placing adiana device on left (bent device),essure placed. Diagnostic results: on (B)(6) 2011, hysterosalpingogram showed unilateral occlusion (left tube occluded) and other (right side not seen). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events per pfs: uterine perforation, back pain, bladder prolapse, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal discharge and vaginal haemorrhage. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.